Event description:
It was reported "6fr introducer and 5fr ventricular bipolar pacing wire inserted for management of heart block. Sterile sheath cover for pacing wire filled with flush solution/blood when attempted to flush and run maintenance fluids through side arm of introducer. Sheath used was not from pacing wire kit, but was able to be locked onto hub of introducer." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "6fr introducer and 5fr ventricular bipolar pacing wire inserted for management of heart block. Sterile sheath cover for pacing wire filled with flush solution/blood when attempted to flush and run maintenance fluids through side arm of introducer. Sheath used was not from pacing wire kit, but was able to be locked onto hub of introducer." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one cath-gard and a 5fr non-arrow catheter for analysis. The non-arrow catheter was advanced through the cath-gard. Signs of use in the form of biological material were observed within the cath-gard. Visual analysis revealed there was no tuoy-borst (t-b) cap assembled onto the t-b adapter, and it was not returned. The internal sleeve within the t-b hub was loose and separated. The inner diameter of the sleeve within the t-b cath-gard hub measured 0.1403", which is not within the specification limits of 0.075"-0.085" per graphic. The inner diameter of the sleeve within the t-b adapter measured 0.1252", which is not within the specification limits of 0.075"-0.085" per graphic. The inner diameter of the t-b cath-gard hub measured 0.163", which is within specification limits of 0.157"-0.163" per the t-b cath-gard hub graphic. The inner diameter of the t-b adapter measured 0.124", which is within specifications of 0.120"-0.130" per the tuohy-borst adapter product drawing. The cath-gard was functionally tested with the returned catheter and a lab inventory t-b adapter cap per the instructions for use (IFU). The IFU provided with this kit states, "insert tip of desired catheter through tuohy-borst (t-b) cap end of cath-gard. Advance catheter through tubing and soft hub at distal end of cath-gard. Twist sheath adapter cap clockwise to lock catheter in position. Tighten cap to the point that a slight resistance is encountered when catheter is gently tugged to ensure tight seal around it." The cap was twisted clockwise to lock the catheter in position; however, there was no resistance, and the catheter was able to slide freely through the adapter. A lab inventory 7fr catheter was advanced through the cath-gard. There was no resistance, and the catheter was able to slide freely through the adapter. R & d was contacted as a part of this complaint investigation. They stated the separation of the sleeve from within the hub may be a supplier defect; however, it is also possible the hub was overtightened or not tightened enough to occlude the catheter. Manufacturing stated a sleeve with an inner diameter higher than the specifications of 0.075"-0.085" per graphic may cause or contribute to the reported issue. However, it is unknown whether the cath-gard was assembled by the supplier without the t-b cap assembled onto the t-b adapter. Despite this, the inner diameter of the sleeve in the adapter measured higher than the specification limits; therefore, a non-conformance will be initiated for the supplier to further investigate this issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "for use with 4 fr. - 7 fr. Catheters". The IFU also warns the user, "do not alter components during insertion, use or removal. Do not apply excessive force in removing catheter or sheath. Excessive force can cause component damage or breakage. If the package is damaged or unintentionally opened before use do not use the device. Dispose of the device." The complaint of a cath-gard leak was confirmed through complaint investigation of the returned sample. The internal sleeve within the soft hub of the t-b cath-gard was separated and the t-b cap was not returned. It is unknown what may have caused the observed defect to the hub as the separation of the sleeve from within the hub may be a supplier defect; however, it is also possible the hub was overtightened or not tightened enough to occlude the catheter. In addition, it is unknown whether the t-b cap was missing from the cath-gard assembly during the procedure or whether the cap was removed prior to transport to the investigation facility. Despite this, the inner diameter of the sleeve in the adapter measured higher than the specification limits; therefore, a non-conformance will be initiated for the supplier defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.